Event description:
Reportable based on device analysis completed on 20oct2014. It was reported that crossing difficulties were encountered. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced to dilate the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Product analysis determined that the condition of the returned device was contributed by the complaint incident. Microscopic examination of the balloon revealed a 2.1cm longitudinal tear from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip. Device analysis determined the condition of the returned device was not consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).